Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
(B)(4) study. It was reported that in-stent restenosis occurred. In october 2010, the patient presented due to substernal chest discomfort associated with dyspnea and underwent cardiac catheterization which revealed a de novo long lesion extending from the proximal left anterior descending (lad) artery to mid lad with 80% stenosis and was 20 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 mm x 24 mm taxus liberte drug eluting stent. Following post dilatation, residual stenosis was 0 %. The patient was discharged on aspirin and prasugrel the following day. In (B)(6) 2013, the patient presented with chest pain associated with shortness of breath and was hospitalized on the same day. Coronary angiography revealed an area of in-stent restenosis of a previously implanted stent in the proximal lad with 100% occlusion. In july 2013, the patient underwent CABG intervention and the lesion was treated with CABG x 1 with lima graft to lad. The event was considered resolved without residual effects and the patient was discharged on aspirin four days post-procedure.